Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the procedure, the impella cp device was explanted and post closure technique perclose failed twice. The team decided to use a new prostyle system. However, this system also failed along with other actions. The bleeding persisted. Manual pressure was maintained, and the patient was immediately taken to the vascular operating room for emergency closure. The patient required and was given one unit of blood. After the surgical closure, hemostasis was achieved. The patient was reported to be in stable condition following the event.